Manufacturer narrative:
The insulin pump received with all buttons responding properly. No damage or moisture damage on keypad assembly, unlocked electronic board keypad connector, or stuck button alarm noted during testing. The insulin pump was received with missing retainer and missing reservoir tube o-ring. Pump passed the rewind test, prime/seating test, basic occlusion test, force sensor test, self test, sleep current measurement, and active current measurement however, unable to perform the displacement test and occlusion test due to missing retainer. The insulin pump was also received with scratched case, end cap address label faded, cracked select button keypad overlay, pillowing keypad overlay, and minor scratched lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the buttons on the insulin pump are unresponsive. The customer's blood glucose was 12 mmol/l at the time of incident. The insulin pump will not be returned for analysis.